Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a training/demo of the da vinci system, the fenestrated bipolar forceps instrument did not follow the controllers moves. There was no report of patient involvement.